Event description:
Reporter indicated that the touch screen on the x5 handheld computer would not respond to the stylus. The handheld computer has been requested, but has not been received.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.